Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an (B)(6)female patient noted as high-risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient had a small left ventricle cavity and short ascending aorta. The catheter had extremely low flows when bent and was positioned near aortic calve annulus. Catheter had to be positioned shallow to have any flows but had small kink in the canula right below the motor. The flows were only 2-2.5 l/min. The physician decided to proceed with the case using this catheter. After the hrpci procedure, the impella was removed. There was no patient harm.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the initial report was submitted. The device was not returned for investigation. The cause of the low pump flow issue was patient condition related since cannula kinked due to patient anatomy.